Event description:
What began as a reddened eye on a first visit to a physician had turned into multiple visits at hospital. I had been wearing contacts and only after switching to soft lenses at the request of my eye doctor; consequently began using the amo contact solution developed a condition which now warrants a cornea transplant. The transplant is at presently scheduled for 2007. Dates of use: 2006, diagnosis: cleansing.